Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that the patient was referred for explant due to painful stimulation in the neck region, which occurred every 3 minutes. The patient's current settings were 2.5 ma/20 hz/250 microsec/30 sec/3 min. System diagnostic were within normal limits, but with a dcdc code of 0. The patient's past programming history was reviewed and it was noted that the dcdc code had been 1 or 2 previously; therefore, the patient was scheduled for a revision due to a potential short circuit. There was no report of manipulation or trauma. X-rays were not going to be taken. The patient underwent a full revision - the generator was returned for product analysis, but the lead was not returned.